Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The customer stated that he reached the initial rewind step and the device got stuck at the fill tubing step. The blood glucose reading was 212 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor. No stuck motor or rewind anomaly was noted. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery tests due to the motor error alarm. The motor was tested outside the device and it passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.